Event description:
Customer reported the screen keeps going black. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and restrapped the isolation transformer. System operates as intended.